Event description:
A report was received that patient could feel the lead pulling on the ipg. The patient's pocket site was revised and lead extensions were added. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-1110-2 (B)(4) description: precision ipg kit.